Manufacturer narrative:
What was reported by the customer has not been confirmed by the functional test (verification of the infusion time) performed on the pump. Therefore the pump underwent the regular maintenance service. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer report "according to the hospital, the pump does not fall within the margins of error when it delivers the drug"